Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure to treat a paroxysmal atrial fibrillation presented a guidewire stuck. The guidewire could no longer be pulled into the catheter. To solve the issue the catheter was replaced, and the procedure was completed successfully without patient complications. 0,035mm merit was used. No tissue seen on the tip of the catheter, only some plastic was visible. Act results were higher than 300. The device is expected to be returned.

Event description:
It was reported that a farawave 31 mm during procedure to treat a paroxysmal atrial fibrillation presented a guidewire stuck. The guidewire could no longer be pulled into the catheter. To solve the issue the catheter was replaced, and the procedure was completed successfully without patient complications. 0,035mm merit was used. No tissue seen on the tip of the catheter, only some plastic was visible. Act results were higher than 300. The device has been returned.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. It was noted that the catheter was returned without a guidewire inserted. A known good guidewire was then inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. No tissue or foreign matter was noted on the catheter or in the sterile pouch. The complaint was not confirmed.